Event description:
It was reported that the implantable neurostimulator (ins) battery depleted. The patient met with a manufacturing representative and it was determined that the battery was not recharging well and it was almost dead. The ins had noted a charge for 10-12 months prior to the report. A replacement was scheduled for the summer. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 3487a-33, lot# j0437289v, implanted: 2004 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).